Event description:
Literature: royster el, crumbley k. Initial experience with implanted peripheral nerve stimulation for the treatment of refractory cephalgia. Ochsner j. 2011; 11(2): 147-150. Summary: the authors report on 4 pts with chronic cephalgia secondary to chronic headaches and/or trigeminal neuralgia. All 4 pts went to full implantation of a permanent peripheral nerve stimulator lead array and generator battery. All reported that they would undergo implantation if given the choice again; all were stable and without side effects. Reportable event: the authors report on a (B)(6) male who suffered a stroke in (B)(6) 2006 that left him with a residual gait disorder. In (B)(6) 2009, he visited a neurologist with continual complaints of right eye pain, dry eyes, and some swallowing problems, reporting that the eye pain began after a fall out of his hospital bed in 2006. He first visited the clinic for his right eye pain and was presented with the option of peripheral nerve stimulation. He had 2 prior unsuccessful nerve blocks and was taking gabapentin. The pt was unsure of the dose at the time: 800 mg 3 times a day had caused increased sleepiness, and 400 mg 3 times a day was ineffective. He tried carbamazepine, pregabalin, and baclofen without much symptom relief. On a visual analog scale, he rated the pain as 10/10, located in the right supraorbital and suborbital, lateral nasal, and right maxillary areas. He initially underwent supraorbital and infraorbital nerve blocks with temporary relief of pain. He subsequently underwent a gasserian ganglion block that also provided short-term relief. Following full implantation of a permanent peripheral nerve stimulator lead array and generator battery the pt reported significant benefit to their pain, however, the pt required revision of jos v2 stimulating lead as the lead had migrated somewhat with tenting of the skin at the right infraorbital area. No other complications were noted.

Manufacturer narrative:
(B)(4).